Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected. Results: visual inspection revealed that there was a break in the feedset tubing at the connection to the water bag spike. The surface at the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot number 110705. Conclusion: the damage appeared to be caused by the water feedset tube being pulled away from the water bag spike, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked between the connection of the water feedset tube and spike of an mr290v vented autofeed humidification chamber. This was noticed before patient use.